Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level above 700 (mg/dl) and ketones. Intravenous insulin was administered to address bg levels. The customer was subsequently hospitalized where they were also treated with lantus short acting insulin injections. A system check with tandem technical support indicated the pump was performing as expected; however, a review of the pump history indicated the pump annunciated an empty cartridge alarm that was not addressed for more than 5 hours. After the alarm was addressed, the customer changed the cartridge, tubing and site and resumed insulin. The customer was released from the hospital 2 days later.